Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt mentioned they had met with a technician the other day to have intensity turned down as low as it would go and had received good results so far in helping them hurt less. Pt reported they sometimes have to change things around on their upper stimulator to get best results. Patient services (pss) understood pt was referring to making adjustment to therapy settings. Pt stated they may have to turn them back up because they are starting to hurt again. Pt said the reason they were calling today was because they'd noticed stimulation was starting and stopping intermittently since ins was implanted, but even more after the rep reprogrammed the ins earlier this week. Pss had pt access the programed group noting group c-1 pulse rate was set at 1000. Pt decreased to 950 and said they could feel some difference. Pt added during callback they had decreased the rate more. The patient was redirected to their healthcare provider to further address the issue if needed. Pt remarked they were going to contact rep monday if changes in rate did not resolve issue. Pss had difficulty hearing the pt during the call due to a lot of background noise. Pt commented they had dry mouth. Pss called pt back to try to better clarify information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the dry mouth was related to medicine they were taking and was happening before the implant. When asked about the intermittent stimulation the patient stated there was no issue and no actions were taken because there was nothing to resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.